Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences, as it was discarded by the facility. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary, written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the exact cause of the event cannot be confirmed, procedural factors, in addition to patient factors (annular calcification) may have contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post bav, upon deployment of the 23mm sapien 3 valve, the commander delivery system balloon, which contained nominal volume, ruptured once it reached approximately 90-95% inflation. The delivery system was retrieved without difficulty or patient injury. A second delivery system was prepped with +2cc of volume and the valve was post dilated. The delivery system was retrieved without difficulty and the patient left the room in stable condition.